Event description:
Customer reported he received a no delivery alarm. Customer stated he had high blood glucose of 285 mg/dl around 3am. He treated manually and went back to bed. The insulin pump was placed on suspend and when he got up the device had a no delivery alarm again, he changed the infusion set but the alarm recurred. Customer was advised to disconnect and reconnect the infusion set and reservoir and perform manual prime; insulin did exit and insulin pump did not alarm no delivery. Customer stated that the no delivery alarm with the infusion set he changed was cause by the tubing being occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.